Event description:
According to the reporter: the reload was used with a powered stapler. There was a problem loading the reload onto the adapter, cannot flex the reload. After the reload is articulated, cannot turn back. A component of the reload broke, something moved out of place.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and two photographs. Visual inspection of the returned product noted that the device had a full staple complement. The knife bar was herniated from the side of the device with the jaws unclamped. The buttress was torn from both the anvil and cartridge ends of the reload. Photographic inspection of the returned photographs matched all pmv findings. Due to the condition of the reload functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the observed condition can be caused by excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.